Event description:
It was phoned in by the sales rep that there was a perforation of the cs with the use of the proplege coronary sinus catheter, pr9. The md informed the sales rep of occurrence during a phone conversation. No clinicals or sales were present during the case. The device was not retained and the lot number is unknown. The patient is (B)(6)female, who had frail tissue and bad anatomy per the md. The md stated he had no malfunction of the device. He stated that upon placement of the catheter the pr9 went into the posterior descending artery and caused the rupture. The md converted to full sternotomy to perform the repair. The patient is in the ICU on ECMO. The md discussed the patient's initial need for tavr and it was a random selection to proceed with the surgical approach.

Manufacturer narrative:
Device was discarded by the hospital. Felt unnecessary to retain due to no product malfunction of the device. The product was not returned and the root cause could not be determined for this device. The surgeon stated the patient selection was poor and it was randomized to proceed with the surgical approach. There was no allegation of product malfunction. The patient's poor anatomy and frail vasculature related to the event. A CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.